Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Since there was no reported patient injury or other complications reported, no further clinical/medical investigation was warranted. The osteoraptor curved 2.3 suture anchors instructions for use warns ¿do not use sharp instruments to manage or control the suture.¿ a review of the osteoraptor curved 2.3 suture anchors risk management files was performed and found multiple line items addressing this failure mode. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during acl surgery, the osteoraptor suture ripped while knotting; the procedure was successfully completed without delay using a back-up device in a new hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.